Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an anterior cruciate ligament reconstruction on (B)(6) 2018 where suture was use. During the procedure, the suture was broken after suturing the graft and the tendon. The event occurred during bending and stretching the knee with the wound was opened to confirm the motion and the tension. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).evaluation: an opened box with unopened samples of product was returned for analysis. The product code is double armed. The product code required double armed strands per packet. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands with no defects or suture breakage observed. A functional test was performed and tensile strength was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance breakage suture was found.